Event description:
The customer contacted baxter's technical service center regarding a therapy question, which occurred on the homechoice (hc) during dwell 2 of 4. The home patient (hp) stated that there was one solution bag connected to the hc and it was empty. The hp stated that there should be another solution bag connected to the hc but the caregiver (cg) forgot to connect the solution bag. The hp stated that the hc had not alarmed but pulled air into the setup from the unused supply line. The baxter technical service representative (tsr) informed the hp to end therapy and start over with new supplies. The hp stated that she was not able to start over with new supplies that night. The tsr instructed the hp to inform the registered nurse (rn). The hc was operational. The solution to this issue was provided over the phone. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the hp on (B)(4) 2012, and she was able to get a hold of her nurse. She did have air in her setup as a result of not connecting one of her solution bags. Since then she has been completing therapy successfully. There was patient involvement but no reported injury or medical intervention.

Manufacturer narrative:
(B)(4). The event was the result of a use error; there was no allegation reported against the baxter product by the customer. For this reason, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was use error. The label review found the labeling adequate for the use error in this complaint.